Event description:
It was reported that approximately one year post promus stent implantation in the mid right coronary artery, 75% stenosis was confirmed in the vessel. On (B)(6) 2011, the stenosis was treated with a cutting balloon and balloon angioplasty, leaving a 25% residual. On (B)(6) 2011, there was 75% restenosis again and a 3.0x28mm xience stent was implanted as treatment. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Restenosis is a known adverse event as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported two taxus stents were also implanted. It should be noted the IFU states: when multiple drug-eluting stents are required, use only these stents in order to avoid potential interactions with other drug-eluting or coated stents. Effects of multiple stenting using these stents combined with other drug-eluting stents are also unknown. It does not appear that the reported off label use of the xience v contributed to the reported patient effect. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.